Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving an unknown accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's left hip was revised due to a femoral periprosthetic fracture sustained in a fall. An accolade ii stem and 32 -2.5 femoral head were revised to a restoration modular stem construct, 32 +0 head, and 2 cable and sleeve sets. Rep provided the revision usage sheet and may be able to provide the primary usage sheet, otherwise confirmed that no further information will be released by the hospital or surgeon.